Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 500 mg/dl and 160 mg/dl; 376 mg/dl and 150 mg/dl. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.